Event description:
The customer reported an issue with the pump battery depleting too quickly, which led to the pump shutting down. The customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit with a blood glucose (bg) level that was displayed as "high", although specific value was not provided, additionally the customer had ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ICU on 12/4/2025 with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin.